Event description:
The reporter stated that the surgeon inserted a -23.0 se 3.5 diopter aa4203tl toric silicone lens. The cartridge tore the lens during insertion into the eye. The incision was enlarged to remove the lens. Surgery was completed using another lens and a suture was required to close the wound. The reporter stated that the cartridge was the cause of the lens tearing.